Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: b5 - the device met the expected longevity of the physician based on the patient's programming parameters; therefore, this event is no longer reportable. Correction: h6 - health effect - clinical code should have been 4582 - no clinical signs, symptoms or conditions rather than 4412 - movement disorder. Correction: h6 - health effect - impact code should have been 4629 - device revision or replacement rather than 4611 - absence of treatment. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the device met the expected longevity of the physician based on the patient's programming parameters; therefore, this event is no longer considered to be reportable.